Event description:
Additional information was received from a manufacture's representative via a healthcare provider reported the patient had increased pain and fluid accumulation at the pump pocket. The patient had a history of prior and recent falls but could not recall the last time. A pump study was performed and the catheter was revised on (B)(6) 2016. The issue was considered resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016 product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (300 mcg/ml at 74.36 mcg/day), bupivacaine (5 mg/ml at 1.2393 mg/day), and morphine (12 mg/ml at 2.974 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had increased pain which had come on gradually. On (B)(6)2016 a dye study was performed. The results were inconclusive. There appeared to be dye filling up behind the pump. The patient was taken to surgery on (B)(6) 2016 and an issue was identified with the catheter. The catheter was fractured right at the junction of the distal end of the 8578 piece right inside the clear boot. The catheter was revised and the patient was doing well following the revision.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.